Manufacturer narrative:
Initial reporter phone #: (B)(6). Results: one sample and photograph were returned from the customer in support of this complaint. Both the sample and photograph confirm the reported defect. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5014794. Conclusion: bd was able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that a 13x100 mm 5.0 ml bd vacutainer® plus plastic sst tube. Gold bd hemogard¿ had no label, expiration date or batch number on the tube. There was no serious injury or medical intervention reported.